Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is using cartridge and insulin longer than recommended by health care provider. Tandem technical support informed customer that using cartridge and insulin longer the recommended is off label per the tandem user guide. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated blood glucose was addressed by correction injection via manual injection. Customer changed supplies to address the issue.